Event description:
Patient called lfs and alleged that her meter continued to display the battery symbol after the batteries were replaced. She reported that the last time that she tested was approximately one week before reporting the problem. She reported a test result of 300 mg/dl. It is not clear when this result was obtained. She reported symptoms of dizziness and a headache.she was taken to the hospital but the treatment is not known. It would have been helpful to know what, if any, test results were taken at the hospital, as well as the treatment that the patient received. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the malfunction lead to a serious injury. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt to obtain more information.